Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. A visual inspection was performed on the returned sensor patch and no issues were observed. Extracted data from the returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in mount. Performed visual inspection on sensor plug assembly, and no failure modes observed. Linearity test was performed, and the results were within specification. No malfunction or product deficiency was identified. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's mother reported on behalf of her son who received different readings on adc freestyle libre 2 sensor which were "incorrect". On (B)(6) 2020, customer received unspecified "different sensor values" and experienced symptoms of hypoglycemia described as "migraines, nausea and fatigue". Customer was treated with glucose and headache pills by his mother. There was no report of death or permanent impairment associated with this event.